Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Section e: this event was reported by the sales representative. The healthcare facility is: (B)(6). (B)(6). Phone: (B)(6). Fax: (B)(6). Block h6: imdrf device code a050502 captures the reportable event of bands misfire.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, while the physician was passing down the scope, it was noticed that a band misfired in an unintentional location. The procedure was completed with the original speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.